Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 8780, serial# (B)(4), implanted: (B)(6) 2014, product type : catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 6 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) attempted to aspirate the catheter and was able to get 2 ml from the catheter access port, but then it stopped. The patient was sent for a catheter replacement. On (B)(6) 2016, they opened the pump pocket and noticed there was an extreme bend in the catheter at the anchor site. The md released the anchor, straightened the catheter, and performed a dye study which was negative, indicating the catheter was patent. The catheter was re-anchored and no replacement was needed. No symptoms were reported related to the catheter revision. The event date was also unknown. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.